Manufacturer narrative:
Device received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on the electrical board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display and was making a sound after it was dropped in the parking lot. Blood glucose level at the time of the incident was 151 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.